Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. No stuck number, number ramping or scroll bar anomalies were noted. All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked display window at the bottom corners, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported a button error. The blood glucose reading was 125 mg/dl. The customer attempted to scroll through the bolus carbohydrate input settings and the unit got stuck. The low battery alarm came on. The patient installed a new battery, the insulin pump restarted, and then the unit alarmed button error. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.